Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('non stop eye and facial twitching before removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle twitching ("muscle twitching all over my body /facial twitching"), loss of control of legs ("losing control of leg and arm") and eye movement disorder ("eye and twitch"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, muscle twitching, loss of control of legs and eye movement disorder outcome was unknown. The reporter considered eye movement disorder, loss of control of legs, medical device removal and muscle twitching to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. New event added: medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of muscle twitching ("muscle twitching all over my body /facial twitching") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced muscle twitching (seriousness criteria medically significant and intervention required), loss of control of legs ("losing control of leg and arm") and eye movement disorder ("eye and twitch"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the muscle twitching, loss of control of legs and eye movement disorder outcome was unknown. The reporter considered eye movement disorder, loss of control of legs and muscle twitching to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.